Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 1oct2018. (B)(4). It was reported that the ventilator generated a main alarm failed. No patient involvement was reported. Device evaluation: the service engineer (se) inspected the device and found that he speaker failed. The speaker was replaced and the ventilator passed all performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a main alarm failed. No patient involvement. The event date was not specified; estimate used.